Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow- up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36, that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported false non-reactive architect hbsag results were generated on the architect i1000sr analyzer. The customer stated on (B)(6) 2021, a patient sample (sid (B)(6)) generated an architect result of 0.00 iu/ml (non-reactive), but was positive with a rapid test at another lab. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for potential false negative hbsag results while using the architect hbsag reagent, lot 22411fn00 included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. A search for lot 22411fn00 was performed and did not identify an increase in complaint activity for the issue. A review of tracking and trending for the architect hbsag reagent did not identify any trends. The historical performance of reagent lot 22411fn00 was evaluated using worldwide data field data; the median population result for lot 22411fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Return testing was not completed as returns were not available. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and found to adequately address the customer issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay, lot number 22411fn00 was identified.